Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps was defective, details were not provided. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cable of the prograsp forceps broke intraoperatively during a prostatectomy. Customer had to use a replacement instrument and were able to complete the operation successfully.